Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested but not provided.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that a doctor questioned the results of three patient samples tested for crej2 creatinine jaffé gen.2 (crej) on a cobas 8000 c 702 module (c702). The customer provided data for one patient sample that had an erroneous initial crej result that was reported outside of the laboratory. The sample initially resulted as 1.23 mg/dl. The sample was repeated, resulting as 0.66 mg/dl. The patient was denied a procedure based on the erroneous result. No adverse events were alleged to have occurred with the patient as a result of being denied a procedure. The c702 analyzer serial number was (B)(4). The customer stated that a probe was replaced on the analyzer. The customer also stated that she replaced the reagent pack and this resolved the issue.